Manufacturer narrative:
The investigation determined that lower than expected phyt results were obtained from four different proficiency samples using a vitros 350 chemistry system. The assignable cause of this event is unknown, however, improper pre-analytical sample handling cannot be ruled out as contributing to the event. Additionally, an unknown instrument related issue cannot be completely ruled out as contributing to the event. A vitros crbm within-run precision test, used to assess the performance of the vitros 350 system, was not processed, therefore the performance of the vitros 350 system was not assessed. Based on acceptable historical quality control results, there was no indication vitros phyt slide lot 2614-0159-2934 contributed to the event.

Event description:
A customer obtained lower than expected results from four proficiency samples using vitros phenytoin (phyt) micro slides on a vitros 350 chemistry system. Proficiency sample ch-01 result of 20.2 ug/ml vs. The peer target of 31.06 ug/ml. Proficiency sample ch-02 result of 5.6 ug/ml vs. The peer target of 7.98 ug/ml. Proficiency sample ch-04 result of 4.2 ug/ml vs. The peer target of 6.70 ug/ml. Proficiency sample ch-05 result of 7.6 ug/ml vs. The peer target of 9.63 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm as a result of this event. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected. This report is number 4 of 4 MDR's for this event. Four (4) 3500a forms are being submitted for this event as 4 devices were involved. (B)(4).